Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information from a local health care provider that this device declared a battery status of elective replacement indicator (eri) with a monitoring voltage of 2.55 volts and a charge time of 14.1 seconds. A replacement procedure was performed where the device was explanted and replaced. There were no adverse patient effects reported. The device was returned for analysis.